Event description:
The customer reported a popping sound and the screen went blank. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and regreased the high voltage connectors. System operates as intended. (B) (4).